Event description:
It was reported patient underwent knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Sections could not be completed with the limited information provided.